Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had a blood glucose (bg) level of above (320 mg/dl). The customer took a bolus via the pump, a pen injection and changed out supplies 3 times to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated health care provider had lowered basal rate but does not believe this caused elevated bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.